Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 19mm 11500aj aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of three (3) years, seven (7) months due to aortic stenosis secondary to structural valve deterioration. The patient presented with heart failure and dyspnea on effort. The device was not returned for evaluation as it remained implanted. This 87-year-old male patient has a history of s/p avr to correct ar + tricuspid annuloplasty with a 30mm 4900t tricuspid ring.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.